Event description:
It was reported that the insulin pump experienced a prime/fill anomaly and alarmed no delivery. The no delivery alarm was resolved by a reservoir change. The blood glucose reading was 314 mg/dl. The customer stated that he was stuck in the rewind complete/bolus delivery loop. He noted that he received the no delivery alarm prior to the prime anomaly. Upon troubleshooting, the insulin pump was able to exit the rewind complete/bolus delivery loop and complete the fill tubing process successfully. The customer was able to complete the rewind process. He also noted that he had not eaten and treated with a manual injection for high blood glucose on the night prior to the call. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.